Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was not powering on. A field service engineer (fse) replaced the main 3.1 and 3.2 pyxibus module controller (pmc) board and the 3.1 drawer board, then configured the device and verified proper functionality through hardware test application (hta). The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on, the machine displayed a black screen and attempts to use a different outlet were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.